Event description:
It was reported that the ventilator failed internal leakage test due to o2 module failure. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Simulated use test of the received o2 gas module has not reproduced the described customer issue. The received device log files confirms the reported failure with a failure in the internal leakage test at pre-use check. The reported fault will be detected during pre-use check if the fault is present at that time. If the same fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer ref.#: (B)(4).